Event description:
It was reported by customer that piece of the jamshidi needle flaking off. Verbatim: rcc received a complaint via email. Email(s) attached. Piece of the jamshidi needle flaking off follow-up: customer response on may 20, 2024 1. Could you please provide a further description of the issue? It was reported that the ¿metal pieces flaked off¿ into the specimen 2. When was this defect observed? During or before use? During use 3. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? For both lot # 0001515801 and 0001508587. No medical intervention, serious injury, or follow-up care has been reported. 4. Can you please provide an exact date of event in format dd-mmm-yyyy for both lot # 0001515801 and 0001508587? Exact dates not available.

Manufacturer narrative:
(B)(6).